Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number 305180 and lot number 0281872. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, approximately one thousand one hundred-twenty physical samples and two photos were provided for evaluation by our quality team. In the two photos provided, one photo shows a set of five packaging blisters with foreign matter in the packaging and the other photo shows a shelf box packaging label. Of the physical samples, nine hundred samples came in shelf boxes; one hundred samples each box. The remaining samples came in two plastic bags and one paper bag. A visual inspection was performed. The samples shown in the photo were located and they have dust inside the packaging blister. It could be possible for this defect to occur if cleaning of the packaging line was not properly done leaving some dust that ended up in the bottom packaging blister while forming the nest before the product and the top web were placed. Inspection of the packaging line was completed finding everything clean with no residues of dust or any other foreign matter. Based on the investigation with the sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that cleaning of the packaging line was not properly done, leaving some dust that ended up in bottom packaging blister while forming the nest before the part and the top web were placed. Verification of the packaging line was done finding everything clean with no residues of dust of any other foreign matter.

Event description:
It was reported that 5 bd" blunt fill needles experienced foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter:\ material no.: 305180, batch no.: 0281872. We have a contaminated lot of blunt fill needles. There are black flecks, plastic debris and needles piece slivers in the packaging.